Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return per facility policy.